Event description:
Customer reported smartsite leaked at luer lock connection. There was no report of pt harm or medical intervention required. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The customer indicated that the device will be returned for eval however it has not been received as of this date. A f/u report will be submitted should the device be received for investigation.